Event description:
Event description cpi received information that during the routine replacement of a ventak p implantable cardioverter defibrillator (ICD), the positive shocking portion of the endotak transvenous defibrillation lead was found to be stuck in the header because a wrench had been broken off in the setscrew. The wrench apparently had broken off when the ICD was implanted. The lead and ICD operated appropriately throughout the implant time.